Event description:
Information received regarding the explanted device notes that the patient was seen in emergency after a syncopal episode. The device exhibited no pacing and could not be interrogated.